Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, the image with the hd camera head was flickering. There was no harm or user injury reported due to the event. Additional information was requested but was not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The camera head was not returned for evaluation. Based on the results of the investigation, the root cause of the flickering image was unable to be identified. Olympus will continue to monitor field performance for this device.